Manufacturer narrative:
Submit date: 08/11/2009. An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 7/17/2009, that a customer had an issue with a hemodialysis catheter. The customer reported that dialysis was ordered and commenced for pt using existing triple lumen mahurkar. The venous and arterial ports were smoothly flushed prior to starting dialysis. However, after 1 hour, it was discovered the arterial port was not able to withdraw blood and line was full of a bubbles. Decision was made to terminate dialysis. Catheter was removed and it was discovered the tip of the lumen was full of blood clots. Catheter needed to be replaced with another.